Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up where physician observed a difference in abi gradient index between the left and right limb. CT analysis confirms that there is compression of the proximal end of the left iliac graft limb. A re-intervention is planned on an unscheduled date where balloon mounted stents will be deployed in the proximal section of the limbs to assure even blood flow through both. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the stent buckling of the left iliac limb and stenosis was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. The current patient status is unknown and there have been no additional report of negative patient sequelae. A review of the device quality record shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).